Event description:
During routine testing of the unit, the user found that it would intermittently fail to power-up. There was no pt harm involved. The problem was traced to intermittent operation of the mother board assembly (590329), but no specific defect has been identified. The assembly was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.